Event description:
The facility's biomedical engineer reported an infusion pump with failure code 550:320:675:0000. It is not knwon if this failure code occurred during pt use. Info was requested regarding the date the report occurred, the medication involved, pump programming and set-up info, specific pt details, tubing product code and lot number being used, medical intervention and pt injury, but no additional details were available. Alternate contact info was requested and obtained. Writer is awaiting additional contact to return call with any additional details.